Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative. There was no issue suspected with the pump, so it will not be returned. It was sent to the pathology department which is standard protocol for all explants. They will then dispose of it. The patient's weight was unknown. The information has been confirmed with physicians.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
\Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 588 mcg/day and dilaudid [10 mg/ml] at a dose of 2.4 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on 2017-jul-31 that about a year after initial pump implant the patient reported that they lost effectiveness of treatment/stopped getting relief and stiffness/tightness and pain returned at that time. The date of the event was documented as (B)(6) 2015. It was indicated that the managing nurse practitioner was unable to aspirate the catheter through the catheter access port (cap) in office so they referred the patient for catheter replacement. It was noted that the surgeon also attempted to aspirate the old catheter in the operating room (or) via the cap but was also unable. The old catheter was completely explanted and replaced. It was noted that the pump logs showed no issues but the surgeon decided to replace the pump too as it was about half way through device life. The dose was returned to a starting dose of 103 mcg/day of lioresal and 0.4 mg/day of dilaudid. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ no further complications were reported or anticipated.